Manufacturer narrative:
(B)(4). This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired after receiving dialysis treatment. It was further alleged that the event was caused by the product.

Manufacturer narrative:
The product was not returned and lot or serial numbers are not available. The product is manufactured to meet the association for the advancement of medical instrumentation requirements using validated processes, and released based on a determination that the finished product meets those requirements. Product is not released if it does not meet requirements or is nonconforming. Complaint cannot be confirmed based on current information. A supplemental report will be filed if additional information becomes available. This is one of two device reports for this event; the associated MFR report numbers are: 1225714-2016-00065 and 1225714-2016-00066.